Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's left ventricular lead exhibited loss of capture. High capture threshold was also noted on the lead. Programming changes were made. There were no patient consequences.